Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular channel. Abbott technical support was contacted and allege the noise was due to lead noise or myopotentials. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.